Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex artery that was moderately calcified and mildly tortuous. Post deployment of the xience v stent, a distal edge dissection was observed. Another xience v stent was used as treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.